Manufacturer narrative:
The failure investigation has been completed and the alleged battery not holding charge issues were verified. Additionally, the alleged alert data error issue could not be verified.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the pump indicated a data log corruption. There was no adverse impact to the customer¿s blood glucose. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.